Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device downloaded properly during testing. No critical pump error alarm noted during testing. Device received with cracked case(battery tube), cracked battery, faded serial number label and missing display window cover. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer received the open book image on the insulin pump screen and a crack was found on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.